Event description:
(B)(4). Heavy periods, blot clotting, headaches, cramping 24/7, upper leg cramps, heart palpitations, anxiety, mood swings, always tired, ovaries in pain all the time, cannot have sex it hurts so bad, feel like I'm being stabbed by knife in lower stomach, stomachs bloating every time I eat, gained 100 lbs suddenly, dizzy, head fog.